Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Kmt engineering evaluated the returned monitor and observed that the root cause of the reported issue appears to be a loose dump resistor. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.

Event description:
Patient reported wcd not being able to boot up. The patient said that it starts and then stops and displays a wrench, flashing yellow light and an error code r204e (hvm nw h-bridge leakage test failure). This incident happened on (B)(6) 2022 and the patient was able to take the battery out and completed a successful re-boot. On (B)(6) 2022, it did not get past the wrench and r204e error code. While still on the phone with the patient, customer care heard an audible alert saying "to call the helpline for assistance".